Event description:
Smiths medical international ltd., has been notified of an event that the user had difficulties inflating and deflating the cuff. It is not known if the tracheostomy tube was pretested per the instructions for use. It is not known how long the tracheostomy tube was in place. No adverse outcome to pt.